Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity due to spinal cord injury/spinal cord disease. In 1999, the catheter was replaced due to infection. It is unknown if cultures were drawn and what results were obtained. The pump was left in place. Further pt interventions are unknown. Pt outcomes is unknown. The hcp could not be reached for further info.